Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, instructing the customer to switch to multiple daily injections (mdi) as a temporary backup therapy.